Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies became unrecoverable. A field service engineer (fse) inspected the drawer and observed that all lights on the back were normal. The fse powered down the system, opened the back panel, and reseated the row board and retractor band cables. The fse then rebooted the system into the hardware test application (hta) and ran a final test, which showed no issues. Upon inspecting the cubie statistics, the fse identified two cubies that appeared to be unhealthy and removed them to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system cubies are unrecoverable, need to hold drawer shut to fail and keep closed. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system cubies are unrecoverable, need to hold drawer shut to fail and keep closed. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.